Manufacturer narrative:
Eua # (B)(4). Medical device lot #: 1184810 was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 10 flu a false positive results were obtained. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: they have received several flu a false positives at their pediatrician office. They have two labs, one upstairs and one downstairs with two separate analyzers. The patients have been asymptomatic. They asked to be tested after possible covid exposure. After a few false positives they tested a few staff members who also came back flu a positive. He personally received 6 out of 10 false positives, but have heard there may be others that he did not test.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, 10 flu a false positive results were obtained. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: they ... Have received several flu a false positives at their pediatrician office. They have two labs, one upstairs and one downstairs with two separate analyzers. The patients have been asymptomatic. They asked to be tested after possible covid exposure. After a few false positives they tested a few staff members who also came back flu a positive. He personally received 6 out of 10 false positives, but have heard there may be others that he did not test.

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive result when using kit sars-cov-2 and flu a+b (material # 256088), batch number 1184810. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.